Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The patient's parent reported that the daughter experienced an allergic skin reaction/rash from the adhesive in the sensor patch where it has direct contact with the skin. She experiences a lot of discomfort from it and is constantly scratching at it in her sleep. A photo received shows the sensor patch in place with small red areas on the skin outside of the patch at the wider end of the transmitter, which are consistent with a rash and/or the area having been scratched. The skin under the patch was not visible. No data or product was provided for investigation; however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.